Event description:
Patient hospitalized for hyperglycemia. Patient's family member reports they came home from work ill and were throwing up. Patient's blood sugar was in the 200s and family member treated them with insulin according to physician orders. Later physician called to check on pt's progress and instructed pt to go to the hospital. Family member reports that pt's blood sugar was 691 upon admission to the hospital. Patient died later that day in the hospital.